Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had excessive no delivery alarms. Customer stated the alarm occurred during a bolus. The customer's blood glucose was 250 mg/dl. Customer stated the alarm was resolved by an infusion set change. Customer stated they would monitor their insulin pump. No additional information provided.